Manufacturer narrative:
The manufacturer's field service engineer (fse) performed troubleshooting and recommended that the customer replace the display and update the software. The customer reported that the issue was corrected by replacing the power management board. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
On (B)(6) 2018: a follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator display was distorted with rainbow colored lines across the screen. There was no patient impact. The event date was not specified, estimate used.